Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje e1 - phone number: (B)(6) h3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked. Upon insertion of the catheter, no fluid could be aspirated due to a leak identified at the catheter hub. This leak prevented the return of secretion through the catheter. Another like device was used to complete the procedure.as reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.